Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on unscheduled critical override. A technical support specialist connected to the server and found 98 devices were showing with download stopped on hsv (health sight viewer). The tss checked the database and found that the critical override reason was synchronization down. The tss followed knowledge article, changed the password to the current cfn service and restarted the data synchronization. The tss explained the customer that the service interruption was primarily due to a network issue or sql pause, which, compounded by a coding flaw, caused the service to halt until manually restarted. Additionally, delays in synchronization often occur when certain devices¿typically pas units with weak wifi or network adapter misconfigurations¿respond slower than others. This delay cascades, affecting the sync server¿s publishing speed. Unfortunately, this behavior cannot be fully prevented unless upgraded to es version 1.7 with data sync 2.0, which leverages grpc for independent device connections, ensuring that one device¿s issue doesn¿t impact the entire system. It was confirmed that the stations were out of critical override after restarting the data synchronization service. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device. E3: initial reporter occupation: (B)(6) and administration lead.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the station was in unscheduled critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.